Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachycardia and bradycardia modes were turned off since the device will not be replaced. However, beeping tone was emitted, and the device has reached battery capacity depletion and further reached end of life (eol). As of this time, this crt-d remains in service. No additional adverse patient effects were reported.